Event description:
Jostent coronary stent graft was used to treat a perforation in pt. The perforation was originally caused by a guide wire. During the procedure, the stent came off the balloon. The stent was lost in the body and has not yet been retrieved. Dr. Had to use a different brand of stent to treat the perforation. Pt was well post procedure.